Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. It was confirmed that the pump was able to be charged with a different usb cable and power source. In addition, the pump battery dropped from 65% to 15% while connected to a power source. The customer's blood glucose level was 172 (mg/dl). Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.